Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer changed the pump supplies. Customer was not receiving an alarm at the time of the report. Blood glucose was 250 mg/dl.